Event description:
It was reported that this left bundle branch (lbb) lead was dislodged and exhibited high pacing thresholds and loss of capture. Dislodgement was confirmed through x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was dislodged and exhibited high pacing thresholds and loss of capture. Dislodgement was confirmed through x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement, high pacing thresholds and loss of capture. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.